Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing high blood glucose (bg) levels (402 mg/dl at its highest) with ketones. An insulin injection was administered to lower the bg and clear the ketones. The customer changed the infusion set site multiple times. The contact declined tandem technical support's offer to troubleshoot and was to speak to a healthcare provider about the high bg.